Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the pe valve is leaking. Additional malfunction is the zip tie for the product tank was leaking/replaced.